Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the left ventricular (lv) lead had no capture. Chest x-ray confirmed lv lead dislodgement. Lead revision was recommended but was not performed at this time. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and no capture. As received, a complete lead was returned in two pieces for analysis. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. The s-curve hump height was measured within specification.

Manufacturer narrative:
Additional information: a4, b1, b2, b5, b6, d6b, h1, h6.

Event description:
New information indicates that the left ventricular lead was explanted and replaced on 13 may 2022. There were no adverse consequences to the patient.